Event description:
See section h10 for updated information.

Manufacturer narrative:
Updated section d4.

Manufacturer narrative:
No product has been returned for evaluation as no product malfunction was alleged. No culture testing were provided. No root cause can be determined at this time. Labeling review: potential adverse events and complications: "as with any major surgical procedures, there are risks involved in spinal/orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include infection." No product malfunction alleged.

Event description:
A patient underwent a spinal procedure on (B)(6) 2020. On (B)(6) 2020, it was reported that the patient had developed a wound dehiscence. As per reporter the event required minor invasive (e.g., foley catheter, ng tube) treatment. The patient was treated with medications.